Event description:
A malfunction was reported with the pump, indicated by malfunction code "malf 9". There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, and after assisting the caller with the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further issues arose.